Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, a patient discovered a pin sized hole in the patient line, which was leaking fluid. The technical service representative instructed the patient to discard of the current supplies attached and continue therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.